Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515047501, lot number z000006379, identified no relevant deviations or anomalies. Product examination found that the battery pack had failed because a battery had leaked. This caused corrosion of the battery contacts. This complaint is confirmed. Using view 3.2 from the etq reliance system, from july 28, 2016 to july 27, 2017, there were 22 closed complaints that used rmf-130 rev. 9, line 3.3.7 as part of their respective risk assessment. The scope of this search includes all part numbers contained within rmf-130 line item. Per zpc 12.965, a p value of 3 corresponds to ¿based on similar devices, there were <100 complaints per year about failure modes.¿ the number of previous complaints is acceptable according to this guideline. A review using the p/n of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿work¿ resulted in 175 complaints. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿work¿ and sorted by manufacturer date was performed. This review resulted in the highest occurrence for a given manufacture date was 8. Reviewing the complaints for the lot number z000006379 shows 2 complaints for this part and lot number. The root cause of the reported event is that there was a leak of the batteries inside the battery pack. The cause for this is unknown. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the product didn't work at the time of opening. Therefore, the surgeon used an alternative one to complete the surgery. Initial inspection showed the battery had leaked causing corrosion. No adverse events were reported as a result of this malfunction.